Event description:
Additional information received indicates the test was negative for infection.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted and replaced. The ipg site was tested for infection. Additional information indicated the test was negative for infection. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. The ipg site was tested for infection.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.